Event description:
It was reported that the device experienced a power on reset (por), and a parity error occurred. The patient is undergoing radiation therapy for cancer. Reprogramming was done, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5086 implantable pacing lead 2013 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated a partial electrical reset. It was noted that there was a critical ram parity error that occurred in address 11 59 on (B)(6) 2014. Power on reset (por) severity is low so the device should be able to fully recover after reset. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated a partial electrical reset. It was noted that there was a critical ram parity error that occurred in address 11 59 on (B)(6) 2014. Power on reset (por) severity is low so the device should be able to fully recover after reset.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.